Event description:
The switch emitted sparks. No deaths or injuries were reported. Investigation revealed a broken wire inside an old-style switch. It was noted that this unit is over twenty years old and numerous modifications have occurred to the switch in question during that time. Remedial action has been accomplished via numerous switch improvements with the betterment of technology over the past two decades. This report is being made to comply with regulatory letter 90-dt-12.